Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have experienced unexplained high and low blood glucose. Customer's blood glucose was under 20 mg/dl which was treated with food. Troubleshooting was performed on insulin pump and customer was advised monitor devise, that insulin pump was functioning as designed. Customer was advised to follow up with health care professional for unexplained high and low blood glucose. No further information provided.